Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient's data were not appearing on stations, despite being visible on the server. A technical support specialist (tss) reviewed the patient details provided and found that the patients had been discharged on the same day were admitted. The follow-up attempts were made to contact the customer for further clarification, but no response was received, and the case was proceeded for closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not showing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.